Event description:
During knee arthroscopy, the surgeon was attempting to grasp a loose body inside the knee and the tip of the grasper broke off. The broken piece was retrieved and the surgery proceeded without further interruption.